Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had no button response due to corroded keypad traces.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 450 mg/dl. Customer stated that she has been on manual injections for a week since the alarm occurred. Insulin pump will need to be replaced. No additional information provided.